Event description:
This study patient underwent carotid artery stent implantation and suffered cerebral embolization with stroke, hypotension and bradycardia during the index procedure. This is a male with medical history including symptomatic stroke, hypertension, dm, hyperlipidemia, cardiac infarction, pci and cas on the contralateral side. The target lesion was left internal carotid artery described as non-calcified, non-tortuous and 88% stenotic. The angioguard delivery and stent placement (precise, were successful. The vessel size where the angioguard was deployed measured 4.3mm. During the procedure, there was no spasm noticed at the site. Pre-dilatation (3.5mm, 6atm) and post-dilatation (5mm/10atm, 5mm/14atm, 9mm/10atm) were performed with balloon catheter (brand unk). During the procedure, the patient received heparin sodium, and prior to the procedure the patient was on aspirin. Clopidogrel, rosuvastatin calcium, amlodipine besilate, pioglitazone hydrochloride and carvedilol. The act during the procedure was 262 seconds. During the procedure, when the post-dilatation was performed, the patient developed a hypotension and a bradycardia. Therefore, etilefrine hydrochloride and atropine sulfate injection were administered to the patient and he recovered on the day of the procedure. The patient also had a stroke with symptoms of language disorder, consciousness disorder and paralysis on his right side of the body. Anticoagulant therapy was given to the patient. Cerebral infarction on the ipsilateral side was confirmed by MRI. A mild paralysis on his upper limb remains, though the patient is out of the hospital now. According to the physician, the hypotension and the bradycardia were due to the balloon inflation, and the stroke was due to escaped debris through the filter basket. Neither device is available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. No nonconformance records were issued for this lot.

Manufacturer narrative:
Cerebral embolism with infarction is a well-known potential adverse events associated with the carotid stent implantation procedure. Stroke is associated with a stoppage or slowing of blood flow to the cerebral arteries. The physical manipulation of the carotid arteries produces the risk of dislodgement of debris and/or thrombus that may travel upstream to the cerebral arteries potentially disrupting perfusion. Bradycardia and hypotension are well known potential adverse events associated with the carotid stent implantation procedure. These symptoms can be attributed to the baro-receptor trauma this is intrinsic to the carotid artery manipulation during stent implantation. These reactions are anticipated short-term adverse events associated with the compression of the pressure sensitive receptors, located within the carotid artery structure, during balloon inflation, stent implantation and filter device manipulation. There is no evidence to suggest there were any manufacturing issues that contributed to the reported events. Inspections are in place to ensure that no damaged products leave the facility. Review of the available information suggests that vessel, lesion and procedural issues may have contributed to the reported events. This is one of two products used during the same procedure on the same patient, which is associated with mfg report#1016427-2009-00132.